Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that an unspecified customer entered their blood glucose level into the pump carbohydrate field. No other information was provided.